Manufacturer narrative:
Correction e4, h6. The investigation of the reported failure mode has been completed. No product was returned. Ischemia, sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. Patient had suction alarms and the position of pump was almost lost and was advanced back into optimal position. After reviewing the logs, multiple suction alarms and impella in aorta alarm was observed. The cause of pump suction was due to improper positioning but the cause for position issue is unknown if it is use related or patient condition related. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient was successfully supported through percutaneous coronary intervention with impella cp. The patient lost distal pulses in right lower extremity. Angiogram confirmed loss of flow. Left femoral to right femoral bypass performed with 6french retrograde sheath in the left femoral artery and 6f right femoral antegrade sheath in the sfa. Additionally, suction alarms were intermittent and were treated with albumin. The team was also concerned for sepsis. Ultimately, the family made the decision for comfort care and the patient expired.